Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph was performed and did not show visual evidence of the reported problem. Due to the nature of the sample, there was not enough information to duplicate the event or determine if the product failed or met specification. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter city: e1: initial reporter state: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap transfer set and titanium adapter. This occurred before use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.